Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient was no longer getting relief from the ins. The entire scs system was successfully explanted and an x-ray confirmed the removal of all components. There was a pre-operative and post-operative diagnosis of intractable pain. It was noted that, in the recovery room, the patient was neurologically intact. No device issues were reported. No further complications were reported/anticipated.